Event description:
According to the available information the static anchor broke from suture when the altis was being loaded to the introducer before implantation. Physician successfully implanted another altis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.